Event description:
It was reported that there was no image on the left monitor of the 9800 system and a filament regulator error was displayed on the c-arm. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage cable and battery pack. It was also noted during this investigation that the wig-wag brake should be replaced. High voltage cable, battery pack and wig-wag brake replaced on subsequent service call. After replacement, the system was found to be working as intended and placed back into service.